Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) inspection of x-arm found several tip clamps and plunger clamps in need of replacement. Fse also found possible crimps in two-pole cables in positions 11 and 12. Fse replaced tip and plunger clamps in need of replacement, and cleaned and reinstalled remainder of plunger clamps. Fse replaced lld springs in all positions and replaced two-pole cables in positions 11 and 12. The instrument was tested without further problem, and was returned to expected operation.